Manufacturer narrative:
UDI for rmt281412 gore® excluder® trunk-ipsilateral leg component: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 51mm in diameter and was implanted with three gore® excluder® aaa endoprostheses. On (B)(6) 2012, follow-up computed tomography (CT) with contrast determined a type ii endoleak. A one year follow up CT with contrast determined the type ii endoleak persisted. No aneurysm diameter was provided, but there was no aneurysm enlargement noted. On (B)(6) 2015, follow-up computed tomography angiography imaging (cta) was performed and ongoing type ii endoleak situation was identified. On (B)(6) 2015, an embolization of the mesenteric inferior artery, the median sacral artery and the lumbars was performed. On (B)(6) 2017, follow-up computed tomography angiography imaging (cta) was performed and an aneurysm sac growth was identified on the grounds of an ongoing type ii endoleak situation. On (B)(6) 2017, another embolization was performed whereby the aneurysm sac was punctured and treated with onyx.